Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.

Event description:
It was reported that during the implant procedure, loss of capture and intermittent sensing were observed. The lead was not implanted was replaced. Patient was fine after event.